Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported that a patient presented with endophthalmitis five days post laser assisted cataract surgery. During the procedure, the surgeon turned off the secondary incision but made the primary incision with the laser. The surgeon noted having trouble opening the primary incision. Additional information requested.

Manufacturer narrative:
There were no technical services requested or performed for the reported event. It should be noted that the laser treatment, in itself, will not lead to endophthalmitis as the system only makes contact with the outer corneal surface of the patient¿s eye via a sterilized patient interface. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).